Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery. The customer's blood glucose level was 320 mg/dl. Reportedly, the customer reloaded the same cartridge successfully. It was confirmed that the customer had manual injections available.